Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. There were no errors recorded in the memory logs to support the reported problem. The unit passes all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator was not delivering the appropriate tidal volume that was set. The pt was removed from the unit, and placed on another ventilator. There was no reported pt injury.